Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's husband stopped the rep in the parking lot to let them know that the patient was not pleased with the therapy. The patient's husband stated they had seen a neurosurgeon and the physician informed them that the leads were in the wrong place. The rep stated that they had not seen the patient, as they did not show for their last scheduled appointment. The rep said that no intervention actions were taken and the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that from what the patient's husband stated, the rep believed that the hcp and patient were only viewing two images and not all three images. First implant image, migration image and new lead placement image. Rep informed the patient that 3 images should be reviewed. The issue has not been resolved.